Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly was tested positive for the microbes as follows. On (B)(6) 2017: the instrument channel and air/water channel: pseudomonas aeruginosa on (B)(6) 2018: the instrument channel: pseudomonas aeruginosa on (B)(6) 2018: the instrument channel: klebsiella pneumonia on (B)(6) 2018. The instrument channel: klebsiella pneumonia(>5cfu/ml). The air/water channel: pseudomonas aeruginosa(over criteria). The user facility reported that the device was returned to olympus for evaluation in (B)(4) 2018, and (B)(4) 2018 and no microorganism was detected from the subject device during the culturing tests by the olympus. However, olympus could not find the complaint record reporting the positive culture from the user facility during (B)(6) 2018 and (B)(6) 2018. The subject device had been brushed manually using non-olympus cleaning brush desopharmex and disinfected using olympus automated endoscope reprocessor model mini-etd2 (not available in the u.s.a)with peracetic acid. After reprocessing, the subject device was not stored in the storage cabinet. There was no report of patient infection associated with this report.